Event description:
I used clear care triple action cleaning solution exactly according to the instructions, including using the provided lens case and soaking the lenses for more than 6 hours. During the neutralization process, a significant amount of liquid that appeared not fully neutralized flowed out of the lens case through the ventilation area located on the upper side near the threaded portion of the case. Because of this leakage, the contact lenses were not fully submerged in solution, raising concern that proper hydrogen peroxide neutralization did not occur. After inserting the lenses, the wearer (my child) experienced immediate and significant eye stinging and burning, and the lenses had to be removed right away. Several days later, eye redness developed. Although a direct causal relationship cannot be confirmed, the timing raises concern for possible delayed ocular irritation following hydrogen peroxide exposure. The leaked liquid accumulated on the outside of the case and on the tabletop. After drying, it left clear, colorless crystalline residue. When handing the case and touching the contaminated surface, my child and I experienced skin stinging and whitening on hands, consistent with chemical irritation. This appears to be a design-related issue in which venting during neutralization allows incompletely neutralized solution to escape, compromising both lens safety and user handling safety. I have used clear care with the previous lens case design for several years without incident. In the previous design, the vent opening was located on the top of the cap. In the newer lens case design, the vent opening is located on the upper side of the case near the threaded portion. The issues described above occurred immediately after switching to this newer design, suggesting that the change in vent location may be a contributing factor.